Event description:
Caller reported that the pump battery was not charged the previous night, leading to a depleted battery. There was an adverse impact to the customer's blood glucose level, as it was reported to be "high" without a specific value given. The customer administered a correction bolus via the pump and contacted technical support for assistance. Technical support confirmed the low battery alerts and assisted the customer in adjusting the alert volume. The issue was resolved, and the customer successfully resumed insulin therapy without requiring further assistance.